Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before creating gastro-jejunostomy on a laparoscopic mini bypass, the surgeon tried to use the device several times, some clips malformed but others just remained between the jaws or fell malformed and fell out of the jaws. They had to try clip seven times for one to clip correctly. The clip disengaged into the cavity of the patient and was retrieved with a laparoscopic grasper. The item was taken out of the sterile field and a new device has been opened and used to complete the case. There was no patient injury.